Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a high threshold and poor sensing subsequent to a motor vehicle accident. Also the patient complained of mild shortness of breath and being easily fatigued upon exertion. The ra lead was unable to capture and was dislodged. It was noted that the patient is part of the surescan post approval study. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.